Event description:
It was observed that during the device evaluation that the cysto-nephro videoscope distal end had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide manufacturing date of the device 06/15/2020

Event description:
No additional information received from customer.